Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
T was reported that a patient in recovery filtered through the insertion site 8 days ago and it was not removed because the patient was on anticoagulants for pulmonary thromboembolism, but yesterday it was removed and I found the transverse fracture. Additional information received on (B)(6) 2025 no harm was caused to patients or healthcare professionals. The event occurred on (B)(6) 2025.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc were returned for evaluation. An initial visual observation of the photograph showed a circumferential split in the catheter tubing. No additional details of the split could be discerned from the photographs. No additional damage could be seen on the sample. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.